Event description:
Repair request initiated for the device with the report of blade broken inside the attachment. No patient impact reported. Additional information regarding the event is being followed up from the facility.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-af02, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis for mr8-af02 with serial#(B)(6). Evaluation determined that tool stuck in the attachment/tube. The likely cause of the failure could not be able to be determined. It was also noted that laser markings, color band faded. H3: product analysis for pss unknown tool with lot#unknown. Evaluation determined that blade broken inside the attachment. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.